Manufacturer narrative:
For two events the investigations are ongoing. The follow up/corrective actions: none listed. No devices were returned. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>2</noe> malfunction events. Erroneous low results were generated by the cobas 6000 c (501) module. The events involved a total of 2 patients with low results for albp albumin bcp. The patients' ages ranged were "newborns".

Manufacturer narrative:
For both events: the investigation tested retention albumin reagent lots with precicontrol solution on a c 501 module. All results were comparable to one another. The investigation also used 10 blood samples from internal donors. From each donor, a venous sample and a capillary sample was obtained and tested with retention albumin reagent on a c501 module. A difference in results between venous and capillary samples was not observed. The results were comparable to one another. The customer's allegation could not be confirmed. A general reagent issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.